Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va06p0g, implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-feb-2017, UDI#: (B)(4). The implantable neurostimulator (ins) passed functional testing. Analysis identified that the #0-#2 conductors were broken in the body of the lead at or near the tines. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device had not been used for 3-4 years due to it not providing therapeutic benefit for bladder symptoms. Troubleshooting was unable to be performed. There were no device issues nor further patient complications reported at this time.